Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon noticed that a screw was placed inaccurately in the t2 vertebrae. This was noticed this after the post-op CT scan. The screw was inaccurate on the right t2 vertebrae laterally by approximately 2 millimeters. All other screws were placed accurately on the patient. The surgeon was not navigating screws. The surgeon chose not to reposition the screw and completed the procedure with the use of the navigation system. There was no reported impact on the outcome of the patient.

Manufacturer narrative:
Patient weight not available from the site. Surgical procedure occurred on (B)(6) 2014 but was not reported to a medtronic representative until (B)(4) 2014. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative reported that the surgeon used medtronic screws but they were upper thoracic screws, not lumbar. Therefore, using the drill guide, and can only create a projection of where the screw would be but were not navigating the actual screw. There were no other inaccuracies reported with this surgeon.